Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered anti-tachycardia pacing (atp) and shocks in different episodes do to apparent atrial driven events. The device remains in service, no adverse patient effects were reported.